Event description:
It was reported patient's s2 drg lead migrated and l5 drg lead was fractured. Surgical intervention took place wherein both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1of 2 s1 drg leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 8562953.